Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use the customer noticed a leak with the cardioplegia y-connector. The product was replaced. There was no patient involved so no adverse effect occurred.

Manufacturer narrative:
Visual analysis: visual inspection shows evidence of a crack/damage at the base of the "y" connector. Additional visual inspection shows the device is from mold cavity 1. Performance analysis: with di water running through the device there was a leak observed at the damage/crack. If information is provided in the future, a supplemental report will be issued.